Manufacturer narrative:
H6. Eval code - conclusion code ¿ 11 is being updated to 4315 for this event regarding the pump and catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified a high electrical resistance and/or open motor coil. Analysis of the catheter body found damage to the transition tube. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter, product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 125 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2019 during normal use. The patient reported hearing an alarm sound from the pump that was later identified as the critical alarm. The patient also reported increased tightness. The patient came into clinic and had the pump interrogated. When interrogated it read a motor stall occurred. The clinician then called to inform the rep and the rep requested she read the logs and print. When the rep followed up the next morning, she explained that the logs never printed even though she selected logs during interrogation. The pump read stated ¿logs not read¿. It was noted there were no environmental factors. Diagnostics/troubleshooting performed included interrogation of the pump. A bolus of 25 mcg was given to the patient over 20 minutes and the patient reported immediate relief of his tone. The clinician increased the patient¿s dose and asked for him to call back should the alarm occur again. The daily dose was increased to 125 mcg/day and the patient was given oral baclofen for back up. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury. Additionally, it was reported the clinician messaged the rep on the evening of (B)(6) 2019 and reported the patient called that the critical alarm sounded again. The patient was now using oral baclofen. It was unknown if surgical intervention was planned, but the rep would follow-up for more information. The patient¿s weight and medical history were also unknown, but the rep would follow-up for more information. Additional information was received from the company representative (rep) on (B)(6) 2019 indicated she was with the patient again on (B)(6) 2019 and after interrogation she was seeing the pump had multiple motor stalls and recoveries. It was noted based off the logs she read on the date of this report, the dates were incorrect. The dates went all the way back to (B)(6) 2018 which was when the when the first stall had occurred. Caller reported the first stall occurred for about 12 hours and then after that they intermittently occurred and recovered about every 2-4 hours. The rep had ruled out any environmental causes with the patient and there had been no change in his environment. It was noted the only things he could think of was at his work (swimming pool business) they use a laser beam. The patient also reported he recently got a vibrating chair but that was before the stalls had started occurring. The rep had their colleague send in the logs from the day of the implant to double check the dates. It was further reported by the rep they had scheduled to have the pump replaced on (B)(6) 2019 around 1:30pm and would be sending the pump back for analysis. Additionally, the rep realized the logs had shown the incorrect dates/times. The incorrect date/time issue had been resolved. Additional information was received via the return paperwork and the pump and catheter were received for analysis. The pump logs were provided last changed (B)(6) 2019 showed the pump was in minimum rate mode and showed multiple motor stalls and recoveries (11 stalls and recoveries) beginning on (B)(6) 2019 and with the last recovery on (B)(6) 2019. The patient¿s new pump contained lioresal 500 mcg/ml at 100.07 mcg/day in simple continuous mode. The pump interrogation notes also revealed the pump segment was replaced and removed. The catheter tip was at t5. A new segment was added. Additional information was received from a healthcare provider (hcp) on (B)(6) 2019 indicated the patient had a history of a/cva (ce rebrovascular accident) with right hemiplegia. It was reported on (B)(6) 2019 the patient came for more adjustments of his itb pump and he had been doing well. He had been taking all ofhis medications on time. There were no alarms going off on his pump and he was so happy with having putting in a pump. He just needed minor adjustment and only took one oral baclofen this past week. The pump was increased by 25% from baclofen 100 mcgs/day to 125 mcgs/day. The patient¿s next appointment was on (B)(6) 2019 as he called the office for an adjustment of his pump and felt his pump was not working. He started taking oral baclofen 10 mcgs three times a day on (B)(6) 2019. He was hearing an alarm or sound, but he thought it was just something in his home. He was getting pain in his right foot like he was walking on glass or something sharp. When the pump was working, he did not get this sensation. The patient also reported that loud music and work noises caused him to lose his hearing. He denied being in an MRI or close to an MRI. The patient drove down to be seen emergently on (B)(6) 2019. The patient was using a single point cane and ambulated but with increased tone to the right hemi-body. The hcp heard a critical alarm going off in his pump. The pump was interrogated and showed ¿motor stall had occurred¿. The hcp gave an order for the pump to deliver a bolus of 25 mcgs over 5 minutes. After this, the patient felt better, and his right leg felt looser. Another 10 mcg bolus over 5 minutes was given. The hcp no longer heard any alarms and he was back to 125 mcgs/day in simple continuous. It was noted the patient may need to have the pump exchanged and the patient was instructed if he heard the alarms again to call the hcp¿s office to make arrangements for a pump exchange. Otherwise, he was instructed to call the hcp if any more adjustments were needed. It was noted the patient also may want to consider a pump exchange already so not to risk another stall with this current pump. No further complications were reported/anticipated or expected.